Event description:
It was reported that a speaker malf. Inop was displayed on the mx40 patient wearable monitor. It is unknown if there was still sound coming from the device at the time of the event. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
This complaint is a supplemental to 9610816-2024-000933 due to incorrect registration number used. The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and confirmed the reported issue. A replacement of the device was performed by the fse. Based on the information available and the testing conducted, the exact cause of the reported issue is unknown. The customer was provided with a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.